Event description:
Customer called to report that they are observing liquid leaking out from under the system solutions drawer of their alinity m serial number (B)(4). Technical application specialist (tas) inquired about the nature and extent of the leak. Customer reported they noticed a "dirty looking liquid" right under the drawer. The spill is small. Customer has started cleaning the floor as per procedure, and tas reminded them the importance of adequate personal protective equipment (ppe). The solution could be liquid waste or lysis, according to the descriptions of the customer. Inspection of the inside of the system solutions drawer does not reveal any issues, as in, the inside of the drawer is not wet or dirty. No one has been in direct contact with the liquid. Customer is aware of risk and will clean as per procedure, equipped with appropriate personal protective equipment (ppe). Customer observed multiple events of leakage across a week's time. Field service engineer visited the site to resolve the leakage. Customer confirmed leakage did spread to the walking surface of the lab. Customer also confirmed there were no injuries associated with the spill. There was no patient involved as the leak was identified by the alinity m system user.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Manufacturer narrative:
H5 was inadvertently not completed in the initial report. Field has been updated in this follow up report. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).